Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and/or seizures and required third-party treatment of juice, sugar, and/or food. Attempts to contact the customer multiple times up to this point has been unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and/or seizures and required third-party treatment of juice, sugar, and/or food. Attempts to contact the customer multiple times up to this point has been unsuccessful. No further information was provided. There was no report of death or permanent injury associated with this event.